Event description:
A malfunction was reported when the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support to prevent altitude alarms in the future and was able to resume insulin use with the original cartridge.